Event description:
It was reported that during a univers reverse prosthesis surgery the device was dull and the white insertion plug was missing. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the white component is missing, and the edges are dull/dented. The handle is also dented. Based off the information provided, the most likely cause of the reported failure is wear and tear.